Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak .customer reported fluid in the reservoir compartment. The patient¿s blood glucose level was 304 mg/dl t the time of the incident. There is always an air bubble at the top, the second 2 when it was flicking it and it was creating more bubble, normally they go to the top not create more at the bottom. Leak was occurring from reservoir o-rings. The reservoir will be returned for analysis.